Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had a faulty display. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4) medtronic was not authorized to conduct the repair. The evaluation and repair will be completed by a non-medtronic service provider. The reported complaint could not be confirmed.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.